Event description:
Additional information was received from a health care professional regarding the patient. The patient had contacted their health care professional about therapy only being on the left side of their back since implant of this system. The patient had a paddle lead revision surgery to cover the right side in addition to the left on (B)(6) 2020. The procedure was initially successful, and the patient was very excited about bilateral coverage after post-operative programming done on (B)(6) 2020. However, the patient experienced a loss of motor function in legs on (B)(6) 2020. The patient did have a fall, and it is unknown at this time if it was related to the other symptoms. The entire system was explanted and not replaced on (B)(6) 2020. There was no troubleshooting performed related to the system, the system was discarded, and the manufacturer representative was not notified of the explant surgery until afterwards. The issue was resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 977c165; lot# serial#: (B)(6); implanted: on (B)(6) 2018; explanted: on (B)(6) 2020; product type: lead; product ID: 3778-60; lot# serial#: (B)(6); implanted: on (B)(6) 2011; explanted: on (B)(6) 2018; product type: lead; product ID: 3778-60; lot# serial#:(B)(6); implanted: on (B)(6) 2011; explanted: on (B)(6) 2018; product type: lead; product ID: 37702; lot# serial#: (B)(6); implanted: on (B)(6) 2011; explanted: on (B)(6) 2018; product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead; product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead; product ID: 37702, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 977c165, serial/lot#: (B)(4), ubd: 21-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient had a car accident, and since then the patient did not feel stimulation on the left side. The rep did an impedance check and they were within normal limits. Reprogramming was attempted but they could not get any stimulation down the left side. The system was explanted and replaced. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep). The rep reported that when the patient was in the office, the rep contacted technical services to ask about the time left on the ins as it was showing an elective replacement indicator (eri). The rep said the ins was tossed out by accident. Additional information was reported that the patient stated when he had his current ins implanted, the manufacturer representatives (rep) could not get the stimulation programmed for both sides of his body, they could only get one. The patient mentioned he was able to have stimulation on both sides with his previous ins. The patient then said after about a year later he was able to get the stimulation to work on both sides by himself. No further complications were reported. Additional information was reported that the rep attempted several reprograms, but couldn't cover the patient's right leg. The rep didn't hear from the patient until yesterday when he went to see his doctor about his coverage issue. The doctor will revise/replace the patient's paddle and ins at future date that is unknown. The rep couldn't get any coverage into the patient's right leg due to paddle being placed too far left. No further information was reported.